Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer used pizza, soda, and was given food to treat. The customer was wearing the insulin pump during the incident and was using pump auto mode. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The pump may have been exposed to magnetic fields at the customer's work place. The customer reported a sensor glucose versus blood glucose differences on (B)(6) 2018. The insulin pump will be returned for analysis.